Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. There was also noise and oversensing which resulted in pacing inhibition. Loss of capture (loc) was also reported. A revision procedure was performed and the ra lead was explanted and replaced. The device remains in service with the newly implanted ra lead. No additional adverse patient effects were reported.